Manufacturer narrative:
A catheter was returned for evaluation. The reported event of "balloon burst" was confirmed. Catheter balloon was found to be torn from proximal and distal bonding sites. Balloon latex was missing and was not returned. All through lumens were patent without any leakage or occlusion. No other visible damage was observed on the catheter. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and the product passed without nonconformances. There is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect based on the available information. As part of the manufacturing process, 100% of the manufactured units go through a balloon inflation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, the balloon of a swan ganz catheter burst. During the placement of the catheter, the staff noticed that the waveform was incorrect after inflating the balloon with the balloon syringe from the kit. Once the catheter was removed, the anesthesiologist saw that the balloon had burst. There was no patient injury.